Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A visual inspection was performed on the returned device. The premature deployment was confirmed. Difficulty removing the mandrel was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. It should be noted that the delivery system preparation section of the absolute pro .035 biliary self-expanding stent system instructions for use (IFU) provides the following instructions: holding the tip mandrel in place, inject saline into the lumen through the proximal luer fitting at the end of the housing assembly. Flush until fluid is observed exiting at the end of the sheath near the distal end of the stent. Hold the distal tip of the delivery system. Do not hold the stent area. Gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device. Although it was reported that the stent was held during the attempt to remove the mandrel, this does not appear to have caused the reported issue. The investigation was unable to determine a cause for the premature deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of a 6.0 x 60 mm absolute pro self-expanding stent system, while holding the stent area, resistance was felt when twisting and pulling of the tip mandrel to hold in place. After flushing, resistance with the tip mandrel was felt again and then the stent partially opened [premature deployment]. A decision was made not to use the stent, and the procedure was successfully completed with another unspecified stent. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.